Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 9611594-2024-00176 for the second event. It was reported one anchor detached post-operation day-one. There was no reported injury, and no additional medical intervention required.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 21-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 19-sep-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30278780, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device was evaluated. Product packaging was not returned. The returned item did not contain a lot number identification. After cleaning and decontamination, the sample was examined in a well-lit area. The sample consisted of the anchor soft shell with the white base inside. A short section of suture was attached. The suture extended approximately 4-6mm from the side of the anchor. The suture was examined under magnification. One end of the suture appears slightly jagged and/or pinched. There were possible kerf marks on the cut end. Root cause could not be determined. All information reasonably known as of 25-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.